Manufacturer narrative:
The wrench was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
The returned torque driver was evaluated. The tip was found to have been fractured off. The cause of failure cannot be definitively determined; however, tip fracture may occur due to several reasons including previous device wear that incurred, inadequate seating of the driver in the screw, patient bone quality, or angulating the driver within the screw during use.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
While performing the final locking of a screw during surgery, the head of the wrench fractured and a piece fell into the surgical site. Surgery was delayed 1 hour due to the need to retrieve the fractured piece and replace the screw. The surgery was completed with another device and there was no report of patient injury.